Event description:
The olympus (osh) field service engineer was informed that the customer high definition autoclavable camera head protector sheath has a false/bad connection, which shows the image was flickering with horizontal stripes. The customer reported problem was found during inspection before use. The intended procedure was completed using the same camera head. There was no delay as a result and no death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The evaluation could not confirm the image was flickering and horizontal stripes. However, the image became noisy (image still visible). The cause of the noisy image could not be determined. The device has not been repaired in the past year. The investigation is ongoing; therefore, the root cause of the reported event cannot be conclusively determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Added e1, (phone number) inadvertently left out of the initial MDR submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, noise was confirmed during the device evaluation, and was found to be caused by a faulty cable. Therefore, it is possible that the video function did not function properly due to the cable failure, and the reported phenomenon [image flickering, horizontal lines in the image] could have occurred. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.